Event description:
It was reported that the patient experienced increased spasticity. An indium study showed the drug taking a long time to leave the pump, and did not show drug getting into the intrathecal space. Following explantation of the pump and catheter, the patient was admitted to the hospital for "special care rehabilitation." The patient received a dose of "600mcg/day" and a reduction in spasticity was seen. The patient status was reported as alive and without injury. The pump was delivering gablofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).